Event description:
The customer reported the ventilator was alarming due to a an occlusion. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the reported problem. The service technician reported the blower was failing. An occlusion during use in normal ventilation mode operation may result in no flow / ventilation during a breath cycle. The service technician will replace the blower to address the reported problem.